Event description:
The heartmate ii lvad (smart) controller failed and went into backup mode. Patient's mother changed her primary (smart) controller to her backup (smart) controller without any problems while at home.